Event description:
It was reported while using bd extension set smallbore trifuse 4 slide clamp leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we have had a few reports of 10839681 leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-dec-2022. H6: investigation summary the customer reported extension sets leaking at connections sites and through lumens. The customer originally reported material 10839681, but returned 3 sets of mp5303-c. The complaint of leakage was tested by priming the samples, but was not verified. Device history record review for model mp5303-c lot number 22079022 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd extension set smallbore trifuse 4 slide clamp leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we have had a few reports of 10839681 leaking.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.